Event description:
During evaluation of a returned spectrum pump, the device did not remain powered on during battery mode. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. During evaluation, the device did not remain powered on during battery mode. The cause was identified to be the contact battery pins being corroded. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.